Manufacturer narrative:
The case description mentions that the user's blood glucose level dropped low and that they received a 19.35u uncommanded bolus during manual mode. Inspection of the android log files from the complaint device confirmed the delivery of a 19.35 u bolus on the date of occurrence. The audit log file shows evidence of the controller being unlocked and the confirm bolus button being pressed for a bolus of 19.35 u with an entry of 155g of carbs. This was the last bolus delivered using the controller. The engineering logs from the day of occurrence could not be inspected due to logs being overwritten. The patient history buffer file was inspected and it was confirmed that the system was in manual mode during the delivery of bolus. No evidence of uncommanded bolus was found during inspection of the android log files. Testing of the returned controller found no issues that would contribute to the reported uncommanded bolus. Touchscreen testing found all inputs to register correctly on the touch screen. No phantom touches were seen during the investigation. No unexpected boluses occurred during testing. All boluses delivered during testing followed the correct flow and required interaction with the controller to program. No evidence of an uncommanded bolus was found during the investigation. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported receiving medical attention due to hypoglycemia event. Blood glucose levels dropped below 70 mg/dl causing the patient to fall and lose consciousness. Ems (emergency medical services) was called and the patient was treated with IV (intravenous) dextrose. Once the patient regained consciousness, their blood glucose levels were tested with a blood glucose meter and found to be 70 mg/dl. The omnipod 5 controller and dexcom app showed the glucose level to be 183 mg/dl. Additionally, ems reviewed the controller history and found a recent bolus that the patient confirmed they had not programmed. If additional information is received, a supplemental report will be submitted.